Manufacturer narrative:
22-dec-2021 product investigation results: product return was received and investigated. Investigation results showed that the charger with its printed circuit board, cable connection and plug did not cause a fire. All outside damages are done by external heat source.

Event description:
A city fire station via phone stated that on (B)(6)2021, a fire broke out in their town, which was presumably caused by a oral-b braun-made electric toothbrush. No injury was reported.

Event description:
A city fire station via phone stated that on (B)(6) 2021, a fire broke out in their town, which was presumably caused by a oral-b braun-made electric toothbrush. No injury was reported.

Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filed out of an abundance of caution. The reporter informed the company that the product has been discarded.